Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately one month post implant on the lvad, the hospital suspected thrombus in the device due to the patient's post op clinical symptoms of hemolysis with multiple embolic events and low mixed venous oxygen saturation. The manufacturer requested more data pertaining to the patient's pre and post events as well as the pump parameters and an echocardiogram (echo).

Manufacturer narrative:
The patient remains admitted pending a decision by the hospital on the next step for the course of treatment. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.